Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 550 mg/dl at the time of incident. Customer was not using insulin pump system within the 48 hours of reported high blood glucose event. Customer stated that the auto mode of insulin pump was inactive. Customer did not allege insulin pump was under delivering. Customer was treated with bolus and manual shots, however blood glucose level went to 514 mg/dl. Customer also stated that the cannula was bent. Customer declined for troubleshooting. The insulin pump was not returned for analysis.